Event description:
It was reported the pump displayed alarm "no disposable clamp tubing". Turning pump off/on, and reseating cassette did not resolve the issue. Switched to backup pump with the same alarm being displayed. Instructed the patient to use a new cassette, verbalized understanding. Pump replacement not needed. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.